Event description:
It was reported that the fiber cap detached during the prostate procedure. It is unk if the device was inside the pt at the time of the detachment, however, it appears it may have been during use. The location of the cap is unk, however, there was no report of the device remaining inside the pt or that cap retrieval was performed. The procedure was completed with a second fiber. No pt injury was reported as a result of this event. It was noted the fiber cap was discarded and will not be returned to the MFR.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.